Event description:
User received discrepant total bilirubin results for one patient sample. The initial result was 8.4 mg per dl. The sample was automatically retested by the analyzer, giving a result of 4.5 mg per dl. The same sample was then repeated on "the j&j instrument", giving a result of 0.2 mg per dl. The discrepant result was caught when the user's laboratory information system did a delta check on the result prior to being verified and sent to the floor. The user stated "the result was not reported". User was unable to provide patient's diagnosis or history. The field service representative was not dispatched because the customer felt the issue was sample specific, not instrument related. If additional information is received, appropriate notification will be provided.